Event description:
On (B)(6) 2010, medwatch uf report (B)(4) was received: after a da vinci double fenestrated instrument was removed from the pt (robotic assisted lap assisted vaginal hysterectomy, bilateral salpingo-oophorectomy), the instrument tip broke off and was not detected by x-ray. The surgeon opened, tissue morcellated, no identifiable part found in wound or morcellated tissue. The area was irrigated well and searched - no foreign objects were detected in the wound area.

Event description:
Per the patient's surgeon, the device was explanted on (B) (6) 2010 due to an improper placement of the electrode array. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).